Event description:
Patient reported a right side flat, looks like disappeared. Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening. Additional observations: no other observations observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Device has been explanted.

Event description:
Patient reported a right side flat, looks like disappeared. Healthcare professional later reported deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.